Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the instructions for use states: prior to using the xience alpine rx stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the stent dislodgement; however, the foreign body and hospitalization appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0 x 12 mm xience alpine stent delivery system (sds) was advanced, without issue, to the de novo lesion located in the heavily tortuous circumflex artery. On angiography it was observed that there was no stent implant on the balloon. The sds was retracted from the patient. Attempts to locate the stent implant in the patient anatomy were unsuccessful. The cath lab floor was checked to see if the stent implant had fallen off the balloon; however, the stent implant was not found. The stent implant was not inside the protective sheath. The guide catheter was flushed and cut to see if the stent implant was inside; however, it was not found. At this point it was unsure if the stent implant had actually been on the balloon to start with or if it was still somewhere in the patient. The procedure was stopped and the patient was removed from the cath lab. Three days later the patient underwent another coronary procedure during which another stent was able to be placed successfully to treat the patient. No additional information was provided.